Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 408 mg/dl at time of call. During troubleshooting, device failed the high pressure test once and passed the high pressure test the second time. After troubleshooting, customer was advised the device was working as designed. Customer will not be returning the device for analysis.